Manufacturer narrative:
B1: added product problem, this was omitted from the initial report in error. D1: corrected brand name. D4: corrected the catalog number and serial number. H6: omitted a24. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: mechanical interaction with blood (hemolysis): the root cause of the hemolysis was not determined due to lack of sufficient conclusive evidence from the provided clinical details and unreturned product and logs for further investigation. Hypertension: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the impella cp was inserted in routine fashion. After sheath exchange, the device was repositioned under fluoroscopic guidance. Urine output was clear and adequate for 1.5 hours post-insertion. Initial mean arterial pressures (maps) were 90¿95 with no issues noted. After patient arrival to the unit, mean arterial pressures (maps) increased to 110¿125 with blood pressure ranging 150s¿170s/90s¿110s, sustained for 45¿60 minutes. During this period, urine began to darken, turning pink. Echocardiography confirmed appropriate impella position at 3.6 cm in the left ventricle (lv). Plasma-free hemoglobin was drawn and resulted at 160. Hydralazine was administered to manage blood pressure, successfully reducing it to 110s/70s with mean arterial pressures (maps) in the 80s. The patient survived the procedure.